Manufacturer narrative:
An investigation was conducted which identified the alleged runs to be true amplification and the result of samples near/at the limit of detection (lod) of the assay or low level amplification for the influenza a target. Samples with virus levels near/at the lod can waver in results during testing upon repeat. The discrepancies seen are likely due to a combination of samples near/at lod and different sensitivities between assays. Note that the customer is collecting samples in eswab copan media which is not a listed approved media type per the IFU. No other information was provided on sample type, workflow, storage, etc was provided, though requested. Two mdrs are being submitted to represent the alleged samples on two given runs (run batch#: 0817 for patient 1 and #: 1458 for patient 2 and 3). This will represent two events on a single device as per FDA guidance. The customer issue has been alleged on the cobas sars-cov-2 & influenza a/b qualitative assay for use on the cobas 5800/6800/8800 systems ce-ivd, catalog number: 09446125190 and UDI: (B)(4) which is not yet available in the us. The similar assay currently available in the us under emergency use authorization is the cobas sars-cov-2 & influenza a/b qualitative assay for use on the cobas 6800/8800 systems (eua: (B)(4), product code: qlt). The product catalog number for the test (384t) is 09233474190 and the UDI is (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer alleged discrepant influenza a results for 3 patients when using the cobas sars-cov-2 & influenza a/b qualitative nucleic acid test for use on the 5800/6800/8800 system. Each patient tested positive for influenza a on cobas 5800 but retested negative on a competitor platform (cepheid). For two out of the three patients, the same sample was retested. For one patient it was not specify if the same sample was retested or a new sample collected. All results were reported out. No harm was alleged. Per FDA¿s eua guidance, 2 mdrs will be filed.